Manufacturer narrative:
The user received the glucose suspend alert from 02-nov-2025, this continued throughout the period it was inserted. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the oxidation of the glucose indicating chemistry in the sensor hydrogel.the user already had an appointment for their routine sensor replacement in two weeks, thus the RMA was issued for return of the sensor only. B4.date of this report 01 feb 2026. G3.date received by the manufacturer? 01 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.